Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: triage call back - successful call back. I used 4 sets in the last 4 days. Inquired what led up to the complaint. Customer response: one set I ripped out as I was sitting down on a both. (Advised customer she is currently on the smallest tubing length for the set she is using. Advised she can make loop with the excess tubing and tape it to her body.) Customer stated when I did the initial set up the reservoir I had champagne bubbles. (Advised champagne bubbles are safe). Then I received a no delivery during normal use then I realized there was big air bubble in the reservoir so I decided to changed everything mmt-874 lot: 5167797 exp 2021/10/1 customer stated I¿m on coumadin. I was running high I checked my site and the patch had blood. (High bg was corrected with pump). Lastly: customer stated I but a new reservoir in and forgot rewind the pump. I placed the reservoir in and the insulin squirted out. I ran out of insulin a lot quicker so I had to change the set. Customer's outcome pertaining to the complaint: offered to t/s issues reported but customer declined. Advised I would ship 4 courtesy sets and reservoirs. Additional notes: advised customer our sets/ reservoirs were out of stock at the moment but we would process the order once there back in stock. Ship: 2 mmt-332at, 2 mmt-874t / return: nothing.